Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on: (B)(6) 2012: patient presented with following pre-op diagnosis: status post anterior cervical discectomy and fusion c5-6, c6-7. 2. C5-6, c6-7 painful pseudoarthrosis. Painful retained hardware in c5-6, c6-c7. Patient underwent following procedures: revision of c5-6 anterior cervical discectomy and fusion with removal of intervertebral body fusion device. Revision of c6-7 anterior cervical discectomy and fusion with removal anterior cervical intervertebral body fusion device. Placement of c5-6 anterior cervical intervertebral body fusion device rhbmp-2/acs. Placement of c6-7 allograft anterior cervical intervertebral body fusion device with rhbmp-2/acs. Placement of c5-c7 anterior cervical plate which was re-implantation of anterior hardware. Per operative -notes: ¿¿appropriate size implant was obtained, packed centrally with rhbmp-2/acs soaked in collagen sponge. Implant was then tamped in position. Good endplate contact, good foraminal distraction. The caspar distractor was released and removed. Appropriate size anterior cervical plate was obtained, was affixed to the anterior cervical spine. A 15 mm long screws at each level two at c5, two at c6, and two at c7, variable angle screws were used at c5 and c6, fixed angled c7. Screw locking mechanism was secured each level. ¿¿ patient tolerated the procedure well. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.